Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Additional information including patient's demographics requested, but was not received.

Event description:
It was reported that the IV tubing set separated at the upper fitment of the silicone segment on the labor unit. Additional information requested, but was not received.